Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced ineffective stimulation. X-rays revealed the lead migration. As a result, surgical intervention was taken to explant and replace the lead which resolved the issue. Reportedly, effective stimulation was restored. UDI not available at this time.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further manufacturer database review identified the UDI for the reported device.